Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2007 and mesh was used. It was not stated which product was implanted during which surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05646 and 2210968-2012-05643. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy and a rectal perineal revision performed during mesh implantation. It was reported that following insertion, the patient experienced inflamed chronic painful areas, dyspareunia, band too tight, vaginal pain, vaginal bleeding, urinary problems, incontinence, abdominal pelvic pain, voiding issues - bladder control, pain. It was also reported that the patient was treated for prolapse on (B)(6) 2007 and then had revision of mesh on (B)(6) 2007. It was reported that the patient experienced vaginal mesh erosion and had the mesh revision on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent revision of vaginal mesh erosion on (B)(6) 2013.